Manufacturer narrative:
The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the nurse to have the facility biomedical engineer contact the tss to review if the system can be repaired. The system is older and the issue may not be repairable. The tss advised the customer to verify the front panel part number to assess if the system can be repaired. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).

Event description:
Adverse event(s): "the pt impact is unk" (no known impact or consequence to pt). Product problem(s): " a loud noise was heard coming from the system and then the system message displayed" (ambient noise issue); (device displays error message). The nurse reported a system message displayed at the end of the case. The surgeon was using the laser at the time. A loud noise was heard coming from the system and then the system message displayed. The system was rebooted and the system message displayed again. The case was completed without the system, using an alternative air/gas fluid exchange, via a passive approach using back flush. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.